Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that customer filled the cartridge with 150 units of insulin and the customer heard a pop sound. Insulin began leaking from the base of cartridge. There was no impact to customers' blood glucose level.